Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had cracked display window, cracked case at display window corner (upper right corner), cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that the alarm occurred while trying to refill the reservoir and the insulin squirted out during the manual prime process. She was advised to disconnect from the insulin pump. The customer stated that she did not have a backup plan and had not used manual injections in 15 years. The customer was advised to contact her health care professional. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.